Event description:
After insertion of the product into the inferior vena cava, the device broke and migrated into the superior vena cava. It then perforated the wall of the superior vena cava and eroded through the aorta, causing cardiac tamponade and ultimately pt's death on 6-12-98.